Manufacturer narrative:
(B)(4). Evaluation method: work order search. Results: a lens work order search was performed and there were no similar complaints found. Conclusion: no conclusion can be drawn. Based on the complaint history and work order search, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The reporter stated the aa4203tl silicone single piece lens was implanted and the capsule broke. Fell back and the iol had to be removed. A vitrectomy was needed. Another lens was implanted into the eye. Additional information has been requested but not yet received. If additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
The scrub tech on this case called back and stated the eye was in good condition prior surgery and when the lens was inserted the capsule tore and the lens collapsed in the eye. The surgeon retrieved the lens and performed a vitrectomy. An acl was implanted. The cause of the event remains unknown. Evaluation results: visual inspection of the returned lens showed evidence of a clear surgical residue, however, there was no visible damage to the lens. Both sides of the optic/ haptic were checked for rough/sharp edges and edges were found to be acceptable.